Manufacturer narrative:
No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The journal article reference is: atar, et al. Reel syndrome in a patient with a three-chamber implantable cardioverter defibrillator. (B)(4).

Event description:
Boston scientific received information in a journal article of a patient case study where 40 days after the implantation of this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d), the patient presented with muscle twitching on the left side of her chest. The symptoms was reproduced when the pacing outputs on the crt-d were programmed to a higher setting. A chest x-ray was performed and revealed that the lv lead was dislodged and coiled around the crt-d. The right ventricular (rv) lead was minimally retracted and the atrial lead remained in place. It was reported that the dislodgement was due to the patient exhibiting reel syndrome. No adverse patient effects were reported. A revision was performed, but the outcome is currently unknown. In addition, the serial numbers for the crt-d and lv lead were not provided in the article and are currently unknown as well.